Event description:
Further follow-up revealed that the pt underwent ncp system explant due to the previously reported events. Both the pulse generator and bipolar lead (including electrodes) were removed. The pt is a candidate for therapeutic brain surgery and has decided to undergo the surgery.

Event description:
Pt's ncp system was explanted due to infection. Infectious disease physician reportedly believes that the pt might be allergic to the material that either the lead or generator is made out of. Further f/u revealed that the pt has undergone four surgeries in the past six months due to trouble with wound healing after ncp system replacement surgery in 2002.